Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user¿s caregiver stated the patient announced a meal after hearing the word ¿lunch,¿ did not eat at that time due to cognitive issues following a recent brain seizure, and subsequently ate a couple of hours later without an additional meal announcement, after which blood glucose rose to 192 mg/dl for about 30 minutes. Symptoms included transient hyperglycemia. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included complaint intake, user education, and troubleshooting on appropriate meal announcement practices. Investigation of this case revealed the device functioned as designed, and the event was attributable to user operation related to a missed and mistimed meal announcement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with cognitive impairment and timing of meal entries.